Event description:
It was later reported that the mass was diagnosed 5 years prior to this report. An MRI of the thoracic spine was done and showed a mass around the tip of the catheter, at the t9 level intrathecally and compression of the spinal cord. When asked about operative report findings, it was noted that, 5 years prior to this report, the mass was fibrous tissue and, at the time of this report, the mass was much larger at 1.5cm. However, it was unclear if or when a surgical intervention occurred. No culture was done. On (B)(6) 2014, an aspiration difficulty, specified as a volume discrepancy, occurred. The expected reservoir volume (erv) was 7.6ml and the healthcare provider (hcp) was unable to aspirate any drug. The cause of the volume discrepancy was unknown. The pump was then filled with 5ml of saline and 5ml was withdrawn before filling the pump with 20ml of drug. On an unreported date, aspiration of the pump¿s side port was unsuccessful, therefore no dye study was done. It was indicated that the patient experienced band-like or radicular pain at t8-t9 and new or increased weakness in both lower limbs. The patient also experienced chronic low back and bilateral lower limb pain. At the time of this report, the patient had not recovered and the symptoms/issue was ongoing. The device system was used to deliver dilaudid. It was clarified that the pump did not contain prialt.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, on (B)(6) 2014, the patient began experiencing decreased therapeutic effect. On an unreported date, an inflammatory mass (im) was diagnosed via MRI. However, the reporter was uncertain if the im was right at the catheter tip site. The catheter tip was in the thoracic region, however the exactly location was unknown to the reporter. At a pump refill on an unreported date, the expected reservoir volume (erv) was 7.1 to 7.2ml and the actual reservoir volume (arv) was 6.5ml. On (B)(6) 2014, a catheter dye study was aborted, as the catheter access port (cap) was unable to be aspirated. As of (B)(6) 2014, the physician was planning a surgical intervention. However, specific plans and dates were not reported. The device system was used to deliver prialt 1.2mcg/ml at 15.527mcg/day and dilaudid 50mg/ml at 16.663mg/day. Additional patient symptoms, catheter tip location information, final patient outcome, and specific information pertaining to the planned surgical intervention were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.